Manufacturer narrative:
Other, other text: additional information is provided for d.10, h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device dso seal was bubbled. Review of the event history logs revealed a few high alarm displayed downstream occlusion alarm messages. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump did not give boluses when the button was pressed. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.